Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that a lead warning occurred on the right ventricular lead for low impedance. The lead was being capped due to bipolar impedance decrease. However, the low impedance was resolved when a new device was implanted. The lead remains in use. It was also reported that during the lead revision procedure, the device experienced a power on reset when the physician accidently contacted the device with electrocautery. There was no pacing output. The device was explanted and replaced. Furthermore, the patient experienced asystole during the procedure. The patient was pacing dependant and an external pulse generator was used for temporary pacing during the procedure. No further patient complications have been reported as a result of this event.

Event description:
It was reported that a lead warning occurred on the right ventricular lead for low impedance. The lead was being capped due to bipolar impedance decrease. However, the low impedance was resolved when a new device was implanted. The lead remains in use. It was also reported that during the lead revision procedure, the device experienced a power on reset when the physician accidently contacted the device with electrocautery. There was no pacing output. The device was explanted and replaced. Furthermore, the patient experienced asystole during the procedure. The patient was pacing dependant and an external pulse generator was used for temporary pacing during the procedure. No further patient complications have been reported as a result of this event. It was additionally reported that the lead continued showing low impedance. It was discovered that the lead was being used in the left ventricular port instead of the right ventricular port.